Event description:
It was reported that shortly following an implant procedure the patient experienced diaphramatic stimulation due to the lead "pulling back." The lead was programmed off and subsequently explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.